Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the devie was explanted due to "recurrent" meningitis (date not reported). It is unknown whether the patient was reimplanted with another device as of the date of this report, (B)(6), 2011.